Manufacturer narrative:
(B)(4). Date sent: 11/21/2023. Additional information was requested and the following was obtained: approx how far did the device cut and how far did the device staple? According customer the device did not cut nor staple at all. Sales reps opinion, however, this cannot be the case, since tissue was still hanging in the instrument together with the staples. The staples that were visible there had the b shape. The tissue was also sent in (on the instrument). The instrument was stiff and difficult to open. If any staples were delivered, were the staples the appropriate b-shape form? Yes was the device difficult to use before or during firing? Any photos available? No.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2023. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) As written in the compliant description, es, due to the open appendix stump, an ileocolic resection had to be performed. What is the most current patient health status? Unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Approx how far did the device cut and how far did the device staple? If any staples were delivered, were the staples the appropriate b-shape form? Was the device difficult to use before or during firing? Any photos available? Please provide more details on the improperly closed braces. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the appendix was completely prepared up to the base. The operator placed the truck close to the base and triggered it. It sounded different than normal. Even before she opened the truck, the fabric on the right and left side of the magazine was cut off without pulling. There were no staples on the discontinued appendix and on the appendixes stump. After removing the device, it became apparent that the magazine was triggered and the instrument had been cut. There was tissue with braces on the magazine, some of the braces were braced, loose, or improperly closed. The fabric was cut through in the middle and the ota felt that it was getting stuck with the magazine. Patient harm reported was due to the open appendix stump, an ileocolic resection had to be performed.